Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also received an insulin flow blocked alarm. The customer reported blood glucose value of 386 mg/dl at the time of incident. The hyperglycemia, diabetic ketoacidosis was treated with intravenous insulin infusion in hospital. The customer reported fatigue, vomiting as symptoms related high blood glucose level. The event involved product(s) mmt-332a, mmt-1884, mmt-394a. Troubleshooting was performed for the hyperglycemic event. The customer was using the insulin pump within 48 hours of the reported event and the customer was not using the auto mode/smart guard feature at the time of the event. Troubleshooting was not performed, as the insulin flow blocked alarm was resolved in the past. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-394a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 28-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 28-feb-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 28-feb-2025 during bolus deliveries. Lostsensor1alert (780) was found on: 02/23/2025 10:39:00.000 02/23/2025 16:59:00.000 sensorexpiredalert (794) was found on: 02/23/2025 16:28:24.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.05 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.